Event description:
I was implanted with essure after having my third child, I believe it was one year later in 2009. I am waiting on my medical records now. Since then I have had severe pain when having intercourse and also randomly throughout the day and night. I've also experienced lower back pain. My menstrual cycle changed dramatically after essure. I now have huge blood clots, a shorter cycle, and also random periods. I also have major anxiety and a general feelings of sickness. I am constantly tired even if I sleep so much. This has really ruined my quality of life. Before essure I was energetic, sharp and always ready for my day. Now I live my life in a constant fog.